Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/08/2016 with the following findings. During investigation, the battery compartment was found to be cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2016.